Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy fluid, high fever and diarrhea. The cause of the event was unknown. The patient was hospitalized for an unrelated indication and experienced cloudy effluent, and was later diagnosed with peritonitis. The patient was treated with unspecified antibiotics (dose, intraperitoneally, and frequencies were not reported) for peritonitis. On an unknown date during hospitalization, cloudy effluent was resolved and the patient was discharged. One day after discharge, the patient experienced high fever, diarrhea and cloudy effluent. The patient was taken to the hospital via ambulance and was hospitalized. The patient was treated with unspecified antibiotics (dose, intraperitoneally, and frequencies were not reported) for peritonitis. It was reported that during this hospitalization, the patient's pd catheter was removed and the patient was switched to hemodialysis. At the time of this report, patient outcome was not reported. No additional information is available.